Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 810:03 on channel a. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During the product evaluation at baxter it was discovered that the event occurred during infusion and caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was faulty ail pcb (air in line printed circuit board). The channel a pumphead module has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that failure code 810:03 occurred during delivery on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional information: there was no use or user error suspected. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).